Event description:
Subsequent to the previously filed report, additional information was received. It was clarified that the clip had opened while locked. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open while locked could not be tested via returned device analysis due to the condition of the returned device (clip was deployed and not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstance as forceps were used due to the clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿three fluoroscopic still images were provided. The three images appear to capture the deployment of the clip. "Image 2" was taken pre-deployment (mechanical separation) as the clip is attached the l-lock shaft of the delivery catheter (dc), indicating that steps to unthread and separate the internal actuator assembly from the clip have not yet been performed. In this image, the clip orientation relative to the fluoro frame is such that the clip arm plane is observed at an angle, making assessment challenging. Based on the tip-to-tip distance of the clip arms and relative location of the tips to the l-lock shaft, the clip arm angle is ~60° - 80°. It was reported that "the lock line was removed and the second efaa was performed. Confirm that [the clip] opens wide when the release pin is pulled out, the clip opened from 20 to 30 degrees to approximately 80 degrees while locked". While it cannot be confirmed at which precise step the "image 2" was taken on the image alone, it is presumed that the image was taken after the lock line was removed and the second efaa check was performed, aligning with the reported incident details. "Image 1" was taken immediately post deployment (mechanical separation) as the fully deployed clip can be visualized and the dc shaft is fully retracted such that the radiopaque tip ring is against the steerable sleeve soft tip, with an evident space in between the clip and l-lock shaft. The clip arm angle appears unchanged, as compared to "image 2", and appears to be ~60° - 80°. "Image 3" shows the fully deployed clip, providing a better vantage point of the clip arm plane. Similar with the first two images, the clip arm angle appears to be ~70° given the better visual of the clip arm angle in "image 3". The clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. Based on the fluoro images provided, and assuming "image 2" was taken after the second efaa check was performed, the reported cowl is confirmed. Reported incident details noted that after the cowl was observed the clip was reclosed and deployment was continued. However, it was reported that the clip "opens wide when the release pin is pulled out". Attempts to troubleshoot the observed cowl were performed in which the operator "tried to reinsert the release pin, but it was too hard, so forceps were inserted and tightened it again, and the clip was [re]closed". It was further reported that this was unsuccessful in resolving the observed cowl as "pulling out the forceps and try to release it, the clip will open in the same way. There was no other way, so the shaft was detached". These reported incident details indicate that there was likely excessive tension exerted distally at the clip coupled with an issue with lock mechanism delay. The release pin component serves as a mechanical connection between the arm positioner and internal actuator assembly (the clip is attached distally to the actuator assembly). During normal use prior to removal, the release pin allows rotational movement of the arm positioner by the user to be translated into linear movement of the actuator assembly which opens/closes the clip. When the arm positioner is rotated in the closed direction, the actuator assembly is translated proximally which applies a tensile force at the clip to essentially pull the clip arms closed, and vice versa. During deployment, per the instructions for use, the arm positioner is place in neutral prior to removing the release pin; this action is intended to alleviate any residual force on the actuator assembly/clip from the arm positioner. However, with the release pin inserted, any excess forces at the clip are absorbed by the actuator assembly-release pin connection. When the release pin is removed, the mechanical connection between the arm positioner and actuator assembly/clip is removed. Observing clip arm opening during this step, as reported, is an indicator that there are tensile forces exerted distally at the clip. When the clip is attached to the dc, any excessive tension exerted on the clip arms due to misalignment, thick leaflets, grasped chords, etc. Is absorbed by the release pin-actuator assembly connection, holding the clip arms in a closed position. When the release pin is removed, the clip arms bear the excess force and with the actuator assembly free to move within the catheter, this can potentially result in clip arm movement until the lock settles. Excess forces at the clip, typically caused by challenging anatomy or misaligned grasping, can potentially impact the lock mechanism as well and cause delayed locking. Per the IFU, and by design, the user is able to unlock the clip and fully release a grasp at any time prior to lock line removal. It is not uncommon for a fully closed clip on leaflets to be unlocked, in which case, the clip arms may slightly open under the opening force of the leaflets. Under normally expected circumstances (e.g. Unremarkable patient anatomy and grasping) the leaflets typically aren't able to generate enough force to open the clip arms to > 60°, as observed in this incident. While there is evidence the reported clip experienced a cowl, indicating a potential issue with the lock mechanism, the reported incident details regarding the release pin and use of forceps [in place of the release pin] to reclose the clip, only to observed clip opening upon removing the pin/forceps indicates there are excessive forces as the clip.¿

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+. A mitraclip xtw was used, and after grasping, the mr was reduced to mild. After the lock pin removal and while establishing final arm angle (efaa), the clip opened from 20 to 30 degrees to approximately 80 degrees while locked. The mr had increased to moderate. An attempt to reinsert the release pin but was unsuccessful. Forceps were then used to tighten the clip, and the clip closed. The clip was reported to be stable on the leaflets. The mr was decreased to grade 2+. There was no clinically significant delay in the procedure. No additional information was provided.